Manufacturer narrative:
The device has not yet been returned and so the evaluation of the actual device cannot be done. However, some information is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. The issue reported by the customer is evaluated as plausible. According to the event description, the affected generator displayed error e433 while the device constantly rebooted. The error message e433 is triggered by the safety system of the device and communicated visually and acoustically to the user. It is part of the device's own security system. The e433 error is activated by the device¿s safety system, which triggers the device to restart. In critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to procedure. In addition, according to the instructions for use (IFU), a suitable replacement device must be provided during use. Most errors triggered by the safety system of the device can be regarded as non-critical, as long as these errors only occur sporadically. In case errors occur frequently or even permanently, the affected generator should be forwarded to a licensed repair facility. Possible causes are: the operator activates the footswitch during generator booting (temporary fault if caused by user action) . A defective foot switch (temporary fault). A defective foot switch (temporary fault, defective reed contact). A defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent fault). Defective generator board (permanent fault). A deeper investigation of other generator boards related to error e433 showed that a destroyed transformer tr1 caused this issue. An improved generator board for the affected device is being introduced soon.

Manufacturer narrative:
Due diligence was executed for this event. There is no additional information available yet. The event date is unknown. The device is not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device received an e433 error code. No patient involvement reported.